Event description:
A report was received involving an advanta p1600 hill rom hospital bed. An event was reported in which the head of the bed fell flat from a 90 degree height. A patient in the bed complained of increased back pain (was <24 hours post spinal fusion). On evaluation by hill rom the problem could not be duplicated. Maintenance received another advanta p1600 bed with a similar event of the head of the bed falling suddenly. Hill rom evaluated the 2nd bed, repair included cleaning lint from CPR & reset switch. Part #60945.